Manufacturer narrative:
Device used for treatment, not diagnosis. Kuroda, r. Et al (2014). "Treatment results of periprosthetic femoral fracture case series: treatment method for vancouver type b2 fractures can be customized". Clinics in orthopedic surgery (6: 138-145). This report is for unknown locking compression plate (lcp)/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"This report is being filed after the subsequent review of the following literature article: kuroda, r. Et al (2014). "Treatment results of periprosthetic femoral fracture case series: treatment method for vancouver type b2 fractures can be customized". Clinics in orthopedic surgery (6: 138-145). The authors conducted a retrospective analysis of 18 consecutive cases (17 female, one male; mean age 77.9 years, plus or minus 9.1 years) with periprosthetic femoral fractures treated with total hip arthroplasty and hemiarthroplasty between july 2005 - may 2012. They described the clinical and radiological results and discussed the decision-making process for the treatment options using the vancouver and johansson classification . The mean follow up period was 18.4 months. There were two cases of early postoperative mortality at three and five months; cause of death was not reported. Of the 18 cases, 13 were implanted with a synthes locking compression plate (lcp) system, the lcp was used for all osteosynthesis cases. There was one case where an lcp-distal femur plate and the short locking screws (without use of cable fixation in a proximal fragment), inserted to the greater trochanter, demonstrated a partial screw pull-out. Bony union was obtained and the post-operative course reported as uneventful. There was one case where an lcp-distal femur plate and the short locking screws (without use of cable fixation in a proximal fragment), inserted to the greater trochanter, demonstrated a partial screw pull-out. Bony union was obtained and the post-operative course reported as uneventful. This report 1 of 1 for com-(B)(4). This report is for an unknown lcp.